Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that discovered the issue replaced the batteries and completed all safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
A getinge field service engineer (fse) reported that during preventive maintenance (pm), the cs300 intra-aortic balloon pump (iabp) failed the battery run test there was no patient involvement and no adverse event was reported.